Event description:
An ocd rep was performing research testing with the ortho provue analyzer. The rep reported that the analyzer did not identify 18 weak positive antibodies over the course of 6 days of testing.